Manufacturer narrative:
Conclusion: user error caused this event. The drain was reportedly clicked shut and not reopened to vacuum. The product insert warns the user that an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill.

Event description:
International customer reports that a pt underwent bilateral breast reduction in 2009. The left breast surgical drain was mismanaged post-operatively. "This drain was clicked shut during maintenance and subsequently not able to accept appropriate vacuum to operate." The pt developed bleeding twelve days later, and was returned to surgery two days later, for an incision and drainage of a resulting hematoma. Additional information was requested; no further information was provided.